Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the quantum maverick monorail (mr) balloon catheter was received in the product shelf carton. There was blood and contrast in the hub and wire lumen between shaft and lumen. An inflation device filled with water was used to inspect for any shaft leaks. A hole in the shaft at the guidewire exit notch weld was found. However, the shaft leak could potentially lead to difficulty inflating the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, difficulty crossing the lesion occurred. The 3.0x15mm, 90% stenosed de novo lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad). After the implantation of the 3.0x18mm non-bsc stent, the physician attempted to use a 3.5x8mm quantum maverick balloon to post-dilate the lesion. Unfortunately, the balloon couldn't cross the lesion. Post dilation was performed with another 3.5x8mm quantum maverick balloon. No patient complications were reported and the patient status is stable. However, analysis of the returned device revealed a hole in the shaft at the guidewire exit notch weld.